Manufacturer narrative:
Pt experiencing glare, eval: results - a work order search was conducted and there was one similar complaint found, which was for the same patient - other eye.

Event description:
It was reported that the patient had a micl 12.6 implantable collamer lens implanted in both eyes in 2008. As part of the study, the patient reported that he was experiencing a glare at night and vision is not 20/20. Further information was requested from the surgeon but not yet forthcoming. If any additional information is received a supplement medwatch form will be submitted. This lens is currently implanted in the patient's right eye. See MFR report# 2023826-2009-00186 for the left eye.